Event description:
Caller states patient tested 8.0 inr and >8.0 on the coaguchek xs system while a comparison lab returned as 2.6 inr. Caller states patient had a nose bleed the day the tests were done; patient was able to treat herself. Patient's coumadin dose was decreased based on lab result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Nurse inspected IV tubing and found 1 cm airspaces alternating with 1 cm fluid spaces from pump all the way to patient. Pump did not alarm for air in tubing. Biomedical engineering inspected pump, unable to re-create problem. Pump appears to be working appropriately. Patient was not injured.====================== health professional's impression======================defective pump or defective tubing

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.